Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional (hcp) via a company representative (rep) regarding a patient (pt) receiving intrathecal medication fentanyl 500 mcg/ml at 50 mcg/day via an implantable pump. It was reported the patient presented to the clinic with complaints of worsening pain. A catheter access study occurred on (B)(6) 2022 and determined catheter to be non-patent. A catheter revision followed on (B)(6) 2022. The patient was placed in a lateral position, and the physician started by dissecting out the pump and proximal pump segment. Once the pump was removed from the pocket, he again attempted to aspirate from the catheter access port with very sluggish return of csf. He was able to aspirate the catheter of 0.3 ml. He then disconnected the pump and placed it on the sterile table. Once the pump was disconnected, there was still no obvious flow from the catheter. He reconnected the pump and flushed the catheter multiple times using pf normal saline. After another attempt to aspirate from the catheter access port (cap), the flow was still sluggish. At this time, the physician slightly retracted the catheter through the pocket site. He again aspirated from the cap and there was appropriate and ample flow of csf. The pump was then placed back in the pocket and incisions were irrigated and closed. Environmental factors that may have led or contributed to the event was an intrathecal drug infusion transition from dilaudid, bupivacaine, and clonidine to fentanyl in july. Patient medical history was asked but remains unknown. At the time of this report the issue has been resolved and the patient's status was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer (con) reported that after the patient's medication was changed to fentanyl, and the next day after their refill, they were "throwing up, sweaty, having issues that I've never had before. I couldn't think or focus. I called the pain doctor and they thought that I might be experiencing withdrawal. My blood pressure dropped so low that I had to go to the ER (emergency room) twice, it was 40 over 40. I thought to myself, why can't I sit still? I couldn't think, I was anxious". It was found that the patient's catheter was kinked and revision was done on (B)(6) 2022.